Manufacturer narrative:
Concomitant medical products: 50 ml baxter bag ndc 0338-0049-31, lot number: p338251, exp: feb 17, meropenem. Therapy date: (B)(6) 2015. The presumed report of a bulging silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a slight bulge and discoloration, and was weakened just below the upper fitment. Testing via gravity infusion was unable to replicate the ballooning. In additional testing, an IV push was performed first by occluding the tubing above the injection port, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port resulted in a balloon being noted in the tubing when the pump module door was opened. The root cause of the bulging in the silicone segment was an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment, causing the silicone segment to bulge/balloon.

Event description:
An unexpected sample was received with other products being investigated for a bulging silicone segment; it is assumed that the chief complaint for this file is the same since no event details were provided. An attached IV bag had a patient label of meropenem 500 mg ivpb to run at 100 ml/hr. The label also contained patient information so it is assumed that this product was connected to the patient at the time of the event.